Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 237 and 337 mg/dl when they got prompted by the pump to enter their blood glucose. The customer used liquid glucose to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported the pump was over delivering. Troubleshooting was completed but did not resolve the issue the customer also reported sensor updating issues. The insulin pump will not be returned for analysis.